Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer went to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was unknown. Caller stated that the customer had flu prior to hospitalization. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.